Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded over sensing with pacing inhibition up to six seconds. The patient is pacing dependent. In the past an old right ventricular lead was explanted due to this, but this resolution did not resolve the over sensing. A diaphragmatic over sensing was suspected as lead measurements were stable. The patient has been feeling dizziness. The crt-d remains in service at this time. No additional adverse patient effects were reported.